Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps was used during a colonoscopy procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, friction was noticed during introduction and withdrawal of the radial jaw 3 biopsy forceps. It was noticed that the needle of the radial jaw 3 biopsy forceps was bent and the scope was damaged and leaking. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's status was reported as "stable" after the event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.